Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sigmoidectomy procedure, the cadiere forceps was not recognized by the system via the sterile interface module (sim). Exchanging the instruments and sims a few times resolved the issue. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10; additional information: d4 (serial #, UDI #), h4 h3) device evaluation: medtronic led an evaluation of the reported cadiere forceps in the field and the associated device logs. The cadiere forceps sample was not made available for this incident as it was discarded by the customer. Review of the field service notes indicated that the logs were analyzed in the field and an error code for 'linked to arm sterile interface module not connected; arm sterile barrier open' and an error code for 'linked to instrument usage read write sequence' were observed. The issue is related to the sterile interface module (sim) and instrument. The instrument drive unit (idu) of the arm cart assembly was inspected and cleaned. Further evaluation of the logs indicated an occurrence of an error code for 'linked to read write sequence fail' was triggered when the cadiere forceps was connected to the sim that was attached to arm cart assembly 2. This indicates that the system was not able to write the updated use count or use time on the cadiere forceps after the system recognized it. A few instances of an error code for 'linked to arm docked and sim not connected - sim attachment indication' and an error code for 'linked to no attached instrument - motion limits' were seen. This can indicate connectivity issues between a sim and instrument. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues with the cadiere forceps and sterile interface modu le. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sigmoidectomy procedure, the cadiere forceps was not recognized by the system via the sterile interface module (sim). Exchanging the instruments and sims a few times resolved the issue. There was no patient injury.